Event description:
It was reported that during a lap cholecystectomy procedure, surgeon experienced jamming on about the 4th clip firing the applier. Multiple clips were spitting out and the applier was sticking and/or locking for future firing attempts. Surgeon requested 2nd instrument to be opened and although still experienced clip applier sticking, multiple clips were not spitting out, so case was completed with 2nd applier. No pt consequences. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken. In addition, clips formation could not be verified as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.